Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between a supply line (white clamp) of the homechoice cassette and the solution bag; the supply line was not connected tightly enough to the bag. The bag did not separate and the patient was able to twist the line tighter to the bag. The patient indicated that when removing the supplies off the IV pole, the white clamp on the same supply line popped off without manipulation; air bubbles were noted in that line. There was no defects on the clamp or the supply line that could have caused the clamp to pop off. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. Homechoice machine testing was performed and there were no issues and no alarms occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.